Manufacturer narrative:
A review of suspect lot# 3281587 showed that 725 units were manufactured, tested, inspected and released in june 2016, citing no anomalies. A review of suspect lot# 3263181 showed that 475 units were manufactured, tested, inspected and released in june 2016, citing no anomalies.

Event description:
Complaint received regarding one (B)(6), 43" ext. Set, suspect lot# 3281587 (mfd. 06/16) and suspect lot# 3263181 (mfd. 06/16). Report states; during surgery procedure the 102 valve was leaking even though it was not being accessed. The other 102 valve had no issues. There have been about 6 lines that have had issues in the past few weeks. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of suspect lot# lot# 3281587 showed that (B)(4) units were manufactured, tested, inspected and released in june 2016, citing no anomalies. A review of suspect lot# lot# 3263181 showed that (B)(4) units were manufactured, tested, inspected and released in june 2016, citing no anomalies. Receiving, visual analysis: 10/6/2016 - on 9/26/2016 received the following: one used b5517, 43" ext. Set, reported lot# 3281587, one new b5517, 43" ext. Set, lot# 3263191, one new b5517, 43" ext. Set, lot# 3287531, no mating devices were returned. The used b5517 was flushed and no leaks were observed. Functional/performance testing: one used and two new/unused b5517 extension sets were returned for investigation of leakage at the 1o2 port. The used b5517 had one of the ports with a deadend cap returned covering one of the 1o2 ports. A milky substance was observed in the fluid path of the used 1o2 port when the deadend cap was removed. Using 3psi back pressure a 10ml syringe was filled with water and infused into each of the 1o2 ports in order to try and replicate the reported 1o2 valve sticking open. The used b5517 with the 1o2 port capped with a blue deadend did leak. Each of the other 1o2 ports were challenged in a similar fashion. All the other 1o2 ports did not leak. The leaking 1o2 valve was disassembled and the critical dimensions were measured. Each critical measurement in the seal area met specification. Final analysis summary: the complaint of leaking from one of the 1o2 valves in the b5517 extension sets was confirmed in the used assembly. The root cause of the leakage could not be determined. The leaking 1o2 valve was disassembled and the critical dimensions were measured. Each critical measurement in the seal area met specification. The new/unused 1o2 valves tested did not leak after access with a syringe and subsequent flushing.

Event description:
Complaint received regarding one b5517, 43" ext. Set, suspect lot# 3281587 (mfd. 06/2016) and suspect lot# 3263181 (mfd. 06/2016). Report states; during surgery procedure the 102 valve was leaking even though it was not being accessed. The other 102 valve had no issues. There have been about 6 lines that have had issues in the past few weeks. No adverse patient consequences reported.